Manufacturer narrative:
Visual assessment confirmed the reported breakage. The movable jaw has broken free from the shaft. The break is angular in nature which is consistent with over torqueing. The shaft is bent and its outer sheath is deformed were the movable jaw interfaces when in the open position. Per the IFU under precautions "as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure". No further investigation is warranted at this time.

Event description:
It was reported that during a rotator cuff repair procedure using an elite pass suture shuttle with ratchet, the jaw broke off while inside the surgical site. The broken piece was removed and the surgeon was confident that no debris remained in the surgical site. The procedure was successfully completed using a backup device. There were no patient complications reported as a result of this event.